Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to verify what was initially reported by customer (device failing to power off with ac or dc source). Physio replaced the device's power supply module and confirmed proper device operation through functional and performance testing before returning the device to customer for use. Physio further evaluated the replaced power supply module and determined the root cause for no dc power operation was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.

Event description:
Customer reported that the device will power on, but fails to power off on either ac or dc source. Further investigation of the issue by physio-control found that the power supply module had no dc operation. There was no report of patient involvement with incident.